Event description:
It was reported that during placement of an aviator 3.5x14mm screw into a 12mm aviator plate, the locking mechanism didn't appear to slide out of the way, according to the surgeon. When the screw was removed, the locking mechanism was bent and out of position on the plate.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the reported event of a spring bar deformation on an aviator assy one level plate as confirmed by the parts provided. No specific details were provided concerning the technique used, such as over-articulation of the drill guide during installation or removal of the drill guide. The potential cause is multifactorial in nature.conclusion: the exact cause cannot be determined.

Event description:
It was reported that during placement of an aviator 3.5x14mm screw into a 12mm aviator plate, the locking mechanism didn't appear to slide out of the way, according to the surgeon. When the screw was removed, the locking mechanism was bent and out of position on the plate.